Event description:
It was reported the tsw35 was used during an lavh procedure. It was reported the first firing of the device was fine. The device was reloaded and on the second firing there was staple line bleeding. The staples did not form on the proximal side of the staple line. The device was reloaded and fired again to complete the case. There was no consequence to the pt. 08/18/1997 it was reported bipolar was used to control the bleeding.

Manufacturer narrative:
H6; code 400: cartridge with broken towers, instrument with bent closure tube. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number k00w9w, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition good, position/condition of wedge sleds fully fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, conditon of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based on the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned with a bent closure tube, but was otherwise in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.